Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 3 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported 2 of the patient's 3 leads had migrated which was confirmed via x-rays. Patient stated she had suffered some falls prior to the migration. Patient was initially receiving effective therapy from the third lead. However, surgical intervention was undertaken and one lead was explanted and replaced. Reportedly, postoperatively the patient was receiving effective therapy.